Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem-provided charging supplies began burning or melting. The usb cable became felt hot to touch at the end of the cord. Reportedly, the pump was charging during the event. The customer's blood glucose was 100 mg/dl. The customer continued to use the pump for insulin therapy.